Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having intermittent difficulty charging the pump despite the attempt of multiple usb cables. Customer reported blood glucose level was 115 (mg/dl). The pump was confirmed to be charging at the time of the call. Reportedly, the customer will continue to use the pump for insulin therapy and monitor the pump.